Event description:
A follow up letter was sent to the customer regarding the previous call in which she indicated having high blood glucose and found that she was hospitalized. Attempted to contact the customer to get more information on the event, but the number no longer is in service. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.